Event description:
Caller reported cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer technical support provided a comprehensive guide to resetting the pump and assisted the caller through the process. Following the reset, the cgm error code did not appear again, and the caller successfully started a new sensor session.